Event description:
While using the prograsp robotic instrument, it was noticed it had a loose wire. Instrument was removed from use and a different one was put in place. 1 life remained on instrument.